Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose with blood glucose of 600 mg/dl. Infusion set cannula was bent. Device had alarmed insulin flow blocked alarm. Alarm was resolved by a complete set change. The customer experienced symptoms such as high ketones, blurred vision, and dizziness. The customer was treated with insulin drip. The customer was not wearing the insulin pump for more than 48 hours prior to the hospitalization. The insulin pump will not be returned for analysis.